Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a laparoscopic procedure. The device cannot be fired and it was unclear if the surgeon was able to press the green button. The patient has no injury.